Event description:
The hcp reported telemetry confirmed a critical alarm was occurring. Motor stall occurred and recovered on (B)(6) 2011. Empty reservoir alarm occurred (B)(6) 2011. Low reservoir occurred (B)(6) 2011. Patient had a change in therapy effect. Patient experienced neuropathy pain in their feet. The patient was getting no pain relief as of a couple days following the refill. The pump was used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: catheter. (B)(4).